Manufacturer narrative:
Exact date unknown, event occurred summer of 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500; model: sc-2316-50; serial: (B)(4); batch: 16220511/16226472.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction was suspected. The explanted scs system was not returned.